Manufacturer narrative:
Email (B)(4) is found to be duplicate of service (B)(4). Hence disregard this file.

Event description:
It was reported that the pcu had a "bad power cord". The battery would not charge due to "no ac power." There was no patient involvement.

Event description:
It was reported that the pcu had a "bad power cord". The battery would not charge due to "no ac power." There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.